Event description:
A report was received that the patient's suture at the pocket's site failed and an abscess developed. The patient underwent pocket revision wherein vancomycin powder was used and the incision was re-closed. The patient was prescribed oral antibiotics for infection at the ipg site. The physician believed the event was not device related.